Event description:
The issue reported was housing damage, with cartridges not seating well anymore. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from technical support and is currently out of warranty, in the process of obtaining a new device.